Manufacturer narrative:
Product complaint # (B)(4). Additional product code: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, during an unknown surgery, the 2.7mm cannulated drill bit broke at the proximal end, just below the shank at the neck. It is unknown if fragments were generated. The patient bone tends to be hard even in cancellous bone. Surgical delay is unknown. Procedure outcome is unknown. This complaint involves one (1) device 2.7mm cannulated drill bit/qc 160mm. This is report 1 of 1 for complaint (B)(4).